Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that the infection was allegedly noted approximately one year and two months post port placement. It was further reported patient was hospitalized for four days.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. However, a medical record review was provided. From the medical review the reported infection issue is confirmed. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include contaminated during use and patient condition; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Labeling review:a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the infection was allegedly noted approximately one year and two months post port placement. It was further reported patient was hospitalized for four days. New information: medical records received and reviewed. Approximately seven months post port placement for history of lung cancer, general surgery recommended port removal due to an infection. The port and catheter were successfully removed and the patient tolerated the procedure well. The patient was discharged four days post hospital admission on recommended antibiotic therapy. The current patient status was not provided.